Event description:
A balloon burst during an angioplasty of an arteriovenus hemodialysis fistula graft. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by the MFR. The engineering evaluation indicated a pin hole leak located over the distal radiopaque marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneously angioplasty which has been associated with overpressurization or used in a calcified lesion. Balloon rupture or balloon leakage is an anticipated event of precutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches, and chatter marks on the balloon surface. Co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."